Event description:
Procedure: low anterior resection. According to the reporter: after the 2nd firing, the handle could not be squeezed and the staples dropped into the cavity. The stapler still cut the tissue. There was fluid leakage. The case was converted to an open procedure. Loose staples were retrieved from the pt cavity.

Manufacturer narrative:
(B) (4). (B) (4).